Event description:
Hcp reported total device system explant in 2004 due to infection. The devices were returned to the MFR for analysis, however, preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.